Event description:
It was reported that 4 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the 1st obtuse marginal artery (om). A pre-intervention stenosis of 90% was reported. Following percutaneous transluminal angioplasty (ptca), a 2.5x16mm taxus stent was deployed in the region of the lesion. A post-intervention stenosis of 0% was reported. It was reported that the pt tolerated the procedure "well". The pt presented 4 days after the initial procedure with 100% in-stent thrombosis in the 1st obtuse marginal artery. It was also reported that the graft of the left internal mammary artery (lima) to left anterior descending artery (lad) had a 40% in-stent thrombosis at the anastomotic site. Aspiration embolectomy, angiojet thrombectomy, and ptca procedures were performed on the 1st om artery and lima-lad graft. Kissing balloon technique was used on both vessels. Post-intervention residual stenosis of 0% with timi iii flow in the 1st om and lima-lad graft was reported. The pt received intracoronary reopro during the procedure. It was reported that the pt tolerated the procedure "well".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.